Event description:
It was reported that this patient underwent an atrioventricular node (av) ablation procedure, it was noted that the pacemaker was oversensing the noise signals on both atrial and ventricular channels, as a result, the patient exhibited pacing inhibition. Asystole greater than two seconds was suspected. Troubleshooting options were recommended. At this time the product remains in service and no additional adverse patient effects were reported.